Manufacturer narrative:
E1: (B)(4). Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that patient experienced hyperglycemia and went to emergency room admitted to hospital on (B)(6) 2026 for less than twenty four hours and symptoms include feeling unwell and ketones are positive and in hospital insulin was administered through intravenous.